Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving fentanyl 1666.7mcg/ml at 350mcg/ml bupivacaine 25mg/ml at 5.249mg/day and ketamine 1666.7mcg/ml at 350mcg/day via an implantable pump. It was reported that the patient was implanted with cancer pain pump on (B)(6) 2022. Since then, the incision would not heal. They decided to bring the patient in today for a pocket revision and move the pump to the other side of her buttock. It was in her left buttock and they moved it to the right due to the left pocket not closing. The physician opened up the spinal incision and cut the catheter and tunneled a new pump segment to the right buttock where he attached the new pump segment to a new synchromed ii pump. He was able to successfully aspirate and cultured the csf (cerebral spinal fluid) fluid as well as the midline incision tissue. He closed those two incisions up then took out the previous synchromed ii pump that was implanted (B)(6) 2022 and discardedit since it was no longer sterile. He then continued to open up the pocket and saw what he observed as a ¿large hematoma¿ that was laying over the pump and believes this is why the incision never healed. He continued to debris and culture the pocket and closed up the incision. He expressed he did not believe it was infected, however the cultures will tell if it was. There was no puss, or smell of infection and the patient had no symptoms of infection. The physician sent the patient home with an antibiotic. The issue was resolved at the time of the report and it was noted the healthcare provider would not have any further information regarding the event.